Manufacturer narrative:
The review of the prismaflex m150 set device history record for lot number 14a2107g shows that no manufacturing anomaly was recorded regarding this lot number. The complaint history files show no similar complaint for lot number 14a2107g. The prismaflex m150 set was returned for investigation. A crack was observed on the venous dialyzer line. It is unlikely that this defect occurred during our manufacturing process since it would have been detected during our in-process control test. The potential root causes regarding this event could be : weakness of the venous dialyzer line; too much constraints applied on the venous dialyzer line before or during treatment. The exact root cause of the reported event remains unknown and we have no indication of a general failure on this lot number.

Event description:
During crrt, the nurse observed an external blood leak on the filter set. Treatment was stopped and the blood from the extracorporeal circuit was not returned to the patient resulting in an estimated blood loss of 219 ml. The patient was not symptomatic and did not require any medical intervention as a result of the blood loss.